Event description:
A peritoneal dialysis (pd) nurse reported a pt had been hospitalized on (B)(6) 2014 for feeling weak and experiencing feelings of general lethargy. The pt was discharged from the hospital on (B)(6) 2014.

Manufacturer narrative:
The device has not been returned yet for physical eval. A supplemental report will be submitted upon completion of plant's investigation. A supplemental report will be submitted upon final review of medical records by post market clinical physician.